Event description:
It was reported that the right ventricular (rv) lead triggered alerts for noise, high-rate non-sustained episodes and sensing integrity counter (sic). It was further reported that the lead was oversensing noise which possibly led to inappropriate therapy. It was additionally noted that the patient presented with pauses. The lead was noted to be fractured and was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, date of implant: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.